Event description:
It was reported that the pt presented with painful hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-34000b, lot # 36169001. Restoration adm. Cup w/ha, cat# 1235-2-501, lot # g3075322. Restoration adm x3 ins 28/50, cat # 1236-2-850, lot # 34923201. 28mm std lfit v40 head, cat# 6260-9-128, lot# 36679306. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) will be submitted in a supplemental report.